Manufacturer narrative:
Product event summary: it was reported that the patient was experiencing critical battery alarms. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller did not have the smr (software master record) software installed. Log file analysis revealed three critical battery alarms. Analysis of the data log files revealed that for the second and third critical battery alarms, the batteries went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication errors between the controller and batteries. Data log files do not cover the first critical battery alarm. Failure analysis of the controller revealed that the device passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to a communication errors between the controller and batteries. An internal investigation has been opened to investigate the communication errors. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that there were several critical battery alarms on the controller. The controller was exchanged. No patient complications have been reported as a result of this event.